Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose values were 465 mg/dl, 564 mg/dl, 536 mg/dl. Customer stated that customer ate lunch and forgot to bolus and bolused late. Now the blood glucose was 548 mg/dl. Customer could not get blood glucose down. Offered to help put pump back in manual mode. Customer declined troubleshooting for the high blood glucose. The device is not expected to be returned for analysis.